Event description:
It was reported that the patient returned to operating room (or) on (B)(6) 2026 for a protek duo right ventricular assist device (rvad) and abdominal exploration. The patient had ischemic bowel and liver shock. The abdomen was reopened on (B)(6) 2026 in room, and a dead bowel was found. The decision was made to withdraw care and the patient passed away on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure, bleeding, thromboembolism (including venous and arterial non-central nervous system), renal failure, hepatic dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure did not exist pre-implant. It was reported that a device related issue did not contribute to or cause the right heart failure. The patient was on the pump for 180 minutes. There was concern for possible transfusion-related acute lung injury (trali) verses flash pulmonary edema at one point. Intra-operatively, the patient received 5 units red blood cells (rbc), 2 units cryoprecipitate (cryo), 4 units fresh frozen plasma (ffp), and 2 units platelets. The patient had significant vasopressor requirements, levophed (norepinephrine) 0.2, vasopressin (vaso) 0.06, and epinephrine (epi) 0.12. He received cyanokit 2 times and two amps of bicarbonate with notable improvement in mean arterial pressure (map). Initially flow was roughly 2.0 and improved to above 3 after additional intravenous fluid (ivf). Pulsatility index (pi) dropped from 8.0 to slightly above 2.0. Nebulized flolan (epoprostenol) was fixed at 50. Continuous renal replacement therapy (crrt) was started on (B)(6) 2026 in the late evening. Taken back to operating room (or) on (B)(6) 2026 morning for rvad with veno-venous extracorporeal membrane oxygenation (vv-ECMO) setup. Post-operatively the patient had notable bloody output from multiple drains and endotracheal tube (ett). A bronchoscopy (B)(6) 2026 showed a thick adherent clot in the trachea extending distally into bilateral mainstem bronchi, attempted to remove but clot burden too heavy. Ongoing resuscitation was performed with multiple blood products. A dextrose (d20) infusion was started for hypoglycemia. On 24apr2026 the patient acutely deteriorated with increasing vasopressor requirements, worsening coagulopathy, worsening renal function with critical hyperkalemia. After obtaining consent from family, the surgery team proceeded with emergent bedside open laparotomy and found colon to be completely ischemic with early small bowel ischemia and underwent total colectomy with washout and wound vac placement. The prognosis was deemed very poor at that point. A discussion was held with family including cardio-thoracic surgeon (cts), intensive care unit (ICU), general surgery, and palliative care. Wife/power of attorney elected to proceed with comfort measures. The patient passed away peacefully at 4:55 pm. The shock liver was not determined to be caused by device or device therapy. The cause of the ischemic bowl was hyperlactatemia. The death was not thought to be device related. The device operated as expected.